Event description:
The account alleged the head section was drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the head down valve and the issue returned. Tech told the account to replace the cardio pulmonary resuscitation valve and if it does not work, replace the manifold. No further info is available on the repair of the bed at this time.